Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 543 mg/dl. Customer's other blood glucose was 320 mg/dl, 518 mg/dl. The customer was treated with humalog and lantis. The customer declined troubleshooting for insulin pump test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode. The customer did experienced the symptoms such as nausea and positive ketone test. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does allege pump was under delivering. Customer stated that insulin exited at quick release. Customer stated that self test was passed. The insulin pump will not be returned for analysis.